Manufacturer narrative:
Device not available for return. Investigation in process but not yet complete.

Event description:
Bonesource was implanted on sunday and the hosp called to tell our rep that the exp date was from 2008. The hosp did not report any issue with the surgery or pt.